Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Off key of the keyboard is intermittent (collapsed). Upper and lower cases, side bail covers, and battery drawer are broken. Lead flex cover is contaminated. Serial number label is torn. One connector of the heart lead flex is broken.

Event description:
It was reported the device will not turn off. The device will stay on until the battery is completely empty. The device was returned for repair. No patient involvement was reported.